Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed sign of physical damage due to missing door logo.there were visual indications of dried fluid within the cassette compartment.there were visual indications of particulates within the cassette area.here were no burrs or sharp edges in cassette area that may have punctured a cassette membrane.screen brightness check failed ¿ when powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. A known good inverter board was installed and the display became operational. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 1923 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational.screen brightness check passed. Voltage test passed.system air leak test failed. Failure traced to balloon valve head 2 being punctured, causing a pressure leak. Replaced balloon valve head 2 for further testing.system air leak test passed.valve actuation test passed.teach pumps test passed.pre-ast 15mins 1000ml simulated treatment was performed without any failures or problems.an internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the observed dried fluid could not be determined.there were not discrepancies encountered with the mushroom heads.the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported a pressure leak alarm on the liberty select cycler.the alarm occurred in step 1 of setup. Cycler has been re-setup with new supplies. Patient also reported display brightness problem. Issue occurred during step 1 of setup. Issue has been occurring for a while and is getting worse. Display brightness was set to 10. Replaced cycler due to pressure leak alarm. At least one full treatment has been completed on current cycler. The fresenius technical support representative issue the cycler replacement. Patient will perform capd/manuals. Upon follow up, it was confirmed that no patient adverse effects were experienced, and no medical intervention was required. The patient was not able to complete treatment on the cycler the day of the reporter event. Patient had to perform capd/manuals. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.